Event description:
There was no device failure or malfunction reported. The pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter (esc) was placed using transesophageal echocardiography and the balloon was inflated slightly. After making the surgical incision, the surgeon noted bruising of the myocardium. The posterior descending cardiac vein was ruptured, presumably due to inflation of the esc balloon. The vein was repaired and the procedure was completed without add'l events. The pt was doing well post-operatively.